Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) was removed and replaced due to noticing that the haptic broke during insertion. A backup lens of the same model and diopter power was implanted as the replacement iol. Reportedly, there was no patient injury and no medical or surgical interventions. The patient is doing well post operatively. No further information was provided.